Event description:
It was reported that patient presented to the ER after receiving a vibratory notification for charge time limit reached. In-clinic capacitor maintenance resulted in charge time limit reached alert. Device was explanted and replaced. Patient is fine.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.